Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report. 1. Section h: box 6. Device code 1 & device code 2. This report is associated with MFR report number: 1. 3005168196-2019-02329 h3 other text : placeholder.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Additional 510(k)#s that also apply to this complaint: k160533, k161523. This report is associated with MFR report number: 3005168196-2019-02329.

Event description:
The patient was undergoing a thrombectomy procedure in the subclavian vein using an indigo system catd aspiration catheter (catd), an indigo system separator d (sepd) and a non-penumbra sheath. During the procedure, while advancing the catd over a guidewire using a 6f dilator, the physician experienced resistance approximately 20 centimeters into the patient. While making a pass using the sepd and the same catd, the physician experienced resistance while advancing the sepd in and out of the catd for several cycles. Consequently, the distal bulb of the sepd broke off and remained in the thrombus of the vein. Therefore, the physician removed the sepd and used the catd to aspirate and remove the broken sepd bulb. It was also reported after the procedure, the physician suspected that catd distal tip became ovalized due to the patient¿s narrow spot in vein. The procedure was then completed by administering tissue plasminogen activator (tpa) drip overnight. There was no report of an adverse effect to the patient.